Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of aseptic peritonitis in a patient (age and gender were not reported), coincident with extraneal viaflex therapy. This is one of two cases from the same reporter. On an unreported date, the patient began treatment with extraneal viaflex, lot# 08102640, 09l01g41, 10a20g41, 10f09g41, 10g27g40, 10h23g41), 7.5g/l (frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, a baxter france representative received an e-mail from a physician related to the notification of two cases of aseptic peritonitis coincident with extraneal received from an argentinean physician. This physician informed that he had received a communication from baxter stating some endotoxin results were superior to 0.25eu/ml in some batches of extraneal (citing the above lot numbers). On an unreported date, the patient developed aseptic peritonitis. On an unreported date, an unspecified culture was performed which revealed negative results. At the time of this report, the patient had not recovered from the event of aseptic peritonitis. Treatment and action taken with extraneal was not reported. Medical history and concomitant medications were not reported. The physician did not provide a causality statement for the event of aseptic peritonitis.